Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported at least a couple weeks ago they accidentally let their implant battery go dead and when they recharged it they forgot to turn the stimulation down. Patient stated when they turned the stimulation back on it was at 4.8 or 5.0 and they heard a loud snap and it sent a jolt of lightening through their body and it hurt really bad. Patient said the therapy continued to work ,but they are seeing settings not available oor message in all groups and stated they had not paid attention to notice this message until last week. Patient stated they can decrease the intensity but are unable to increase it. Agent provided nas and the patient was redirected to manufacturer representative (rep) and healthcare provider (hcp) to further address. Agent sent email to the field, at patient request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Contact 11 - no measurement, listed as an avoid contact. There was a loss of stimulation and return of pain. Rep programmed around the high impedance and patient was able to maintain coverage of pain areas and turn up stimulation on remote. Patient complained of losing relief, frequent charging and the inability to adjust stimulation. Rep programmed around the high impedance and marked it as a reference electrode. Patient still had great coverage of pain areas and once reprogrammed was able to extend the charge to every two weeks. Patient left very happy, was able to increase stimulation on remote and nurse practitioner was informed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.